Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was unable to clear the alarm. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion, prime and excessive no delivery tests due to motor error alarms. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test and unexpected restart error test. No unexpected low battery or off no power alarms noted. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, stained end cap sticker and scratched reservoir tube window.